Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp reported the patient weighed (B)(6) pounds at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump was replaced due to normal battery depletion and they moved the pump from front to back. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient could not lift up their right foot. The patient could move it, but could not raise their toes up. When walking, the patient¿s right foot flops on the ground because of not being able to lift their foot up. The patient speculated that it could be related to a possible intrathecal mass. The patient also reported that their healthcare practitioner (hcp) had increased the concentration and dose for preparation for a pump replacement. The replacement was to involve changing the pump location to the patient¿s back and implanting a 20 ml pump. (B)(6) 2017 patltr (con): additional information was received from the patient on (B)(6) 2017. It was reported that the patient¿s health care provider (hcp) was doing a pump revision and moving it from their abdominal area to their lower back. The patient reported that they had lost 220 pounds and that the pump was too uncomfortable where it was in their abdomen. It was reported that the patient the patient was doing new exercises which irritate the leg nerve, but movement and feeling were slowly returning to the foot.

Manufacturer narrative:
Updated to incorporate the information received on 2017-mar-03 . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative on 2017-mar-03. It was reported that the patient¿s healthcare provider (hcp) was moving the patient¿s pump from the front to the back. The patient had lost a lot of weight due to weight loss surgery and, as a result, has extra skin on the front of their body.